Event description:
The customer reported that the device failed to discharge via internal paddles during use. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge via internal paddles during use. No adverse patient impact was reported. The customer localized the issue to a failed internal paddle set which they indicated was old.